Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: after the specimen was put in the bag and the bag was pulled out, the bottom of the bag was torn. The specimen could still be taken out of the cavity. No bleeding occurred. Nothing fell into the patient cavity. No tissue was damaged. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4)